Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of automated peritoneal dialysis therapy. During the troubleshooting, it was reported that the final bag "blew up" like a balloon while connected to the final line of the homechoice cassette that led to this alarm. The patient attempted to disconnect and discontinue the therapy, but noticed that the device was starting to pull the solution. Renal therapy services (rts) assisted the patient to check for any leak or wet spots around the bags and tubing, however everything was dry. Rts advised the patient to contact their nurse regarding the issue and reviewed proper procedures per the user manual. Rts discussed continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.